Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level in the "600s and then low"; cause of bg not known. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.